Event description:
Green cable error code is coming up on the screen continuously during the breast biopsy procedure and before the system is in the initialization process. There have been no cancelled biopsy procedures or other pt consequences. The device was returned for service and repair.